Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual inspection confirmed dents and tool marks on the devices outer case. More significantly was an external arc mark on the back of the device with x-ray imaging confirming a blown plasma fuse. The devices internal memory was reviewed. Engineers confirmed that five days prior to hospitalization, the device charged and delivered a shock; however, internal memory confirmed a shorted shocking attempt most likely due to a damaged lead. Energy delivered during a shorted shock is known to damage a device's internal plasma fuse. Three days following the shorted lead condition, the device attempted to delivery another shock. Due to a previously damaged plasma fuse, the device was unable to complete the charge and declared a charge time out (charge time greater than 45 seconds) which triggered end of life (eol) battery status as expected. The device's electrical measurements were also tested, confirming normal ventricular pacing and sensing. Laboratory analysis concluded that this device did not exhibit an early eol indicator due to a depleted battery anomaly but rather due to internal damage sustained during a shorted shocking attempt. In the absence of a returned lead, boston scientific remains unable to confirm lead damage. No further information was received regarding the patients' condition post new device and lead implant.

Event description:
Boston scientific received information that following shock delivery, this device declared end of life (eol) and was confirmed to be functioning in a safety mode operation. During the subsequent revision procedure, the device was explanted and the associated right ventricular lead surgically abandoned. Another boston scientific device and rv lead were implanted. It was further reported that during the procedure, the physician suspected a pulmonary embolism. An ultrasound confirmed the condition; however, the patient had decompensated and CPR was required. Once a stable hemodynamic condition was exhibited, the patient was transferred to the ICU for monitoring. The explanted device is expected to be returned for a post market evaluation to asses root cause of the early eol declaration. It was also reported, the patient attained legal representation.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.